Manufacturer narrative:
Event date: on an unspecified date around (B)(6) 2017, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis, treatment for the event, and the patient¿s outcome were not reported. The action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Extraneal pd2, 7.5%; physioneal 40, 1.36% & 2.27%; disconnect caps (unspecified); patient line extension set (unspecified); titanium adapter; uv flash device; claria, the cause of the peritonitis was unknown. The peritonitis was manifested by cloudy peritoneal dialysis (pd) effluent and ¿belly ache¿. On the same day as onset, the patient began treatment for the peritonitis with ceftazidime, 2000 mg, one dose and vancomycin, 2000 mg, twice, (both for one day and routes were not reported). Fifty eight days later, the patient received treatment for the peritonitis with vancomycin, 3000 mg, one dose, one day (route was not reported). On unreported dates, the patient¿s pd catheter was removed, the placement of a new pd catheter failed and the patient was to be switched to hemodialysis therapy. The patient was not retrained on aseptic technique. At the time of this report, the peritonitis was resolving, the patient was recovering, and extraneal/physioneal therapies were ongoing. Should additional relevant information become available, a supplemental report will be submitted.